Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. No leak was seen in the follow-up exam. At an unknown date in early 2023 the patient presented with a stroke. Transesophageal echocardiogram (tee) was performed. No thrombus or leak on the watchman device was noted. A computerized tomography angiography (cta) to further interrogate was ordered. The patient was discharged and doing well other than some lingering double vision.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. No leak was seen in the follow-up exam. At an unknown date in early 2023 the patient presented with a stroke. Transesophageal echocardiogram (tee) was performed. No thrombus or leak on the watchman device was noted. A computerized tomography angiography (cta) to further interrogate was ordered. The patient was discharged and doing well other than some lingering double vision.

Manufacturer narrative:
D6a: implant date: corrected to (B)(6) 2021